Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered was unknown. It was reported that for two months, the patient has had an open sore to the pump pocket and the doctor used some dermabond over the site. The wound has progressively worsened and not healing. The plans are to do a pump replacement in the future. Caller has limited history at this time but did state the patient has a wound vac in place now. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# j10828r56 serial# implanted: (B)(6) 2001 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported at refill on (B)(6) 2019 the patient reported having a dental procedure, and the wound was closed at that time. It was noted that the patient receiving amoxicillin prior, another procedure a week later for cracked teeth with another 2 grams of amoxicillin. It was also noted that on (B)(6) 2019 the patient reported drainage from back incision. On (B)(6) 2019 the clinical received a call that the patient had a 1 inch opening on their back that was draining. Examination under fluoroscopy revealed that the scs leads were not near the area of concern. Wound cultures were sent and were negative. The patient was seen and a wound vac was applied. On (B)(6) 2019 the patient wound vac was removed and a flap revision of the site was performed. The patient developed a herniation at the pump site and dermatology dida punch box which was negative. On (B)(6)2020 a dermabond was applied to a small draining site over pump. The site again started draining on (B)(6) 2020 and a decision was made to revise the pocket. A revision of the pocket with pump explant/replacement was done on (B)(6) 2020. The device would be returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was wound dehiscence. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. It was noted that the patient was receiving compounded morphine (unknown dose and concentration). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the drug infusion device. The drug being delivered was unknown. It was reported that for two months, the patient has had an open sore to the pump pocket and the doctor used some dermabond over the site. The wound has progressively worsened and not healing. The plans are to do a pump replacement in the future. Caller has limited history at this time but did state the patient has a wound vac in place now. There were no further complications reported/anticipated. 2020-06-22 e1 (rep): additional information was received from the rep on 2020-jun-22. It was reported that the cause of the infection was not determined, to the rep¿s knowledge. The plan was to replace the pump with plastic surgeon and pain management doctor, when the patient is cleared for surgery. The rep was not sure if the infection was resolved. There were no further complications reported/anticipated.